Event description:
User experiencing erratic sodium and potassium results for approximately 2 weeks. The following examples were provided, which occurred on (B)(6) 2007: patient 1, initial sodium result of 90 meq/l, potassium result 2.5 meq/l. Same sample repeated gave results of 138 meq/l for potassium. The initial results were not reported. The field service representative determined there was a problem with the analyzer tubing. The instrument was repaired.

Event description:
User experiencing erratic sodium and potassium results for approximately 2 weeks. The following examples were provided, which occurred on (B)(6) 2007: patient 2, initial sodium result of 112 meq/l, potassium result of 3.0 meq/l. Same sample repeated gave results of 137 meq/l for sodium and 3.7 meq/l for potassium. The initial results were not reported. The field service representative determined there was a problem with the analyzer tubing. The instrument was repaired.